Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, following healthcare provider adjustments to the user¿s ilet therapy settings, blood glucose trended high compared to prior control. The user reported a peak blood glucose of 240 mg/dl and an estimated duration of approximately 4¿5 hours above the target range. No backup therapy was used, and no ketone testing or medical intervention was reported. The user experienced symptoms consistent with hyperglycemia without acute complications. Outcomes included no emergency care, no hospitalization, and no reported immediate health effects. Investigation activities included troubleshooting and user education to review the recent therapy setting changes and discuss the possibility of reverting to prior parameters. No alerts or alarms were reported, and no device component issues were identified. Investigation of this case revealed an unclear cause of hyperglycemia following recent therapy setting changes, with no evidence of device malfunction. Based on previously established findings for similar reports, the cause was determined to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.